Event description:
Smiths medical reported a report of user alleges during the administration of blood products to a pt coloring was observed in the reservoir and in the outer triple lumen of the pt tube. Immediately after this observation the system was closed and the disposable was replaced with another unit. No adverse outcome to pt.